Event description:
A coronary stent was successfully deployed at the target lesion site in the pt's proximal left anterior descending artery on 5/26/95 following a myocardial infarction. The pt was discharged from the hosp on 5/31/95. The pt was re-hospitalized for angina on 7/14/95. A coronary angiography revealed haziness distal to the implanted stent which was suggestive of thrombosis. The pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae relative to the event.